Event description:
On (B)(6) 2013, the patient contacted animas stating on (B)(6) 2013, she experienced a blood glucose (bg) value of 525mg/dl with moderate to large ketones, was achy and drinking water. The patient reportedly treated with a correction injection. The patient stated when changing out the site/set, the connection between the tubing and the cartridge became loose and was leaking insulin. The patient reportedly did not realize the loose connection until an hour and half later. It was noted after the patient changed out the site/set; the patient¿s bg was reported to be 241mg/dl. The patient reportedly resumed insulin pump therapy. This complaint is being reported because the patient experienced a hyperglycemic event due to use error; the connection reportedly became loose at the luer lock which caused leaking.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.